Event description:
Hosp staff were treating a pt requiring external pacing therapy. The primary device allegedly gave a connect electrodes message when pacing was attempted. The device was used as a back-up and the same message was observed. The pacing electrodes were replaced and treatment was continued. The pt was reportedly captured; however, the reporter stated that in order to catpure the pt, the pacing current had to be increased to a level that was unbearable to the pt. There were no adverse effects to the pt as a result of the reported event.